Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the cylinders would not inflate when the pump was pressed. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure distal tear was noticed in the right cylinder. The patient was said to be doing well following the procedure. No more information available through physician. Should additional information become available, it will be provided.

Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 2 has a leak in the cylinder body attributed to wear at folds; holes were present at corner of fold. Product analysis confirmed the reported event related to hole in the cylinder which lead to the fluid loss. The identified of fluid loss is also the probable cause of the reported mechanical issue, as device would not be functional after the system fluid was lost. Product analysis confirmed the fluid loss allegation and the mechanical issue. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the cylinders would not inflate when the pump was pressed. A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. During the procedure distal tear was noticed in the right cylinder. The patient was said to be doing well following the procedure. No more information available through physician. Should additional information become available, it will be provided.